Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the patient¿s complex medical history and possible valve mismatch from the tavr procedure likely contributed to the documented increase in the aortic valve gradient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the partners iib clinical trial, the patient¿s mean gradient was 55mmhg on echocardiogram approximately 3 years post tavr procedure. The patient had a previous avr that failed and the patient received a 23mm sapien xt valve approximately 3 years ago. Analysis by site cardiac imaging physician showed a multifactorial cause: "significant subaortic component, prosthesis patient mismatch from viv tavr, and possibility of tavr stenosis.¿ another tavr with a commercial valve has been planned.